Event description:
A scrub technician reported that after an intraocular lens (iol) implant procedure five years ago, the iol was explanted. During the explant procedure, it was noted that a haptic on the iol was broken. In a follow up, the scrub technician reported that the iol was exchanged for another unk iol. The event was noted to be resolved following the lens exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2014. (B)(4).